Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history review, the service and complaint history, trending by product line, failure mode effects analysis and system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a significant trend. Trending analysis for human reaction - eye reaction issues associated to the sterrad nx found there is not a significant trend. (B)(4). The assignable cause of the alleged human eye reactions is improper instrument cleaning and rinsing procedures. The customer reported that the instruments were cleaned with distilled water, processed with an enzymatic cleaner, dried in a heating machine, and then processed in the sterrad nx sterilizer. The enzymatic cleaner used previous to sterilization, bodedex forte, is a self-acting cleaning agent to be used on instruments and equipment in hospitals, primary healthcare, and laboratories. Bodedex forte can be used for application of ophthalmologic instruments, per the bodedex forte user's manual. Per the directions for use, the instruments to be cleaned must be immersed in bodedex forte and then fully rinsed with water. It is imperative instruments cleaned with bodedex forte be completely rinsed of all agent since bodedex forte is a nonionic surfactant which contains risk for eye damage in the case of residue or direct contact. The customer confirmed no inflammation issues were observed prior to commencing use of the sterrad nx for sterilization on (B)(6) 2011. In addition, bodedex forte was used as a cleaning agent prior to sterrad nx use. The boiling point of bodedex forte is 100 degrees c. The customer altered their instrument cleaning and rinsing procedures prior to sterrad nx sterilization. There are no further reported incidents.

Manufacturer narrative:
Ni

Event description:
An international customer reported that between (B)(6), patients experienced eye inflammation twelve hours after cataract surgery. The doctor prescribed medication of cycloplegic and steroid drops. The inflammation was resolved one week post op. The number of patients is unknown at this time. It is reported that prior to (B)(6) and after (B)(6) the surgical instruments (cataract sets from (B)(4)) were processed by autoclave and there were no infections reported. During the period of (B)(6), the instrumentation was processed in eight cycles of the sterrad nx sterilizer. The doctor suspects the issue is related to processing in the sterrad nx sterilizer. The instruments are processed with enzymatic cleaner and then dried in a heating machine and then processed in the sterrad nx sterilizer. The instruments for cataract eye surgery are made up of plastic and steel.